Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. A dissection occurred during the use of the angiosculpt device. Two drug-eluting stents were placed to treat the lesion, resulting in additional intervention performed by the physician. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(4) the angiosculpt device was returned for evaluation. Visual examination found no unusual characteristics of the device. During functional testing, the balloon was inflated to 3 atm and a pinhole leak was observed at the distal end. Using a microvu scope, the balloon and scoring element were inspected at the location of the pinhole and the entire length of the balloon and found no visual defects on the scoring element. Per the IFU, arterial dissection is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt balloon was inflated several times at 14 atm in rca #1. The angiosculpt was removed and the physician inserted a drug-eluting stent (des) in rca #1. Des was removed and the same angiosculpt was then inserted in rca #2. The balloon was inflated approximately 6-8 atm and a pinhole rupture occurred and a dissection was noted, thus 2 des were placed and the procedure was completed.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.